Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to repair a fractured right femur; was replaced due to a broken nail and non-union noted in the follow up x-rays.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken nail and non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The broken sign im nail was replaced with a 9mm x 360mm, standard nail using two proximal screws and two distal screws. No one can predict a non-union or a failure to heal. Sign fracture care international will continue to monitor these events as part of our post market activities.